Event description:
It was reported to our sales rep that the device breaks, and the cone end remains in the pt.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be submitted on a supplemental report.